Manufacturer narrative:
The lead was returned due to patient death. As received, only connector portion of the lead was returned in one piece. Visual inspection of the partial lead found full breach outer insulation degradation 8.6 cm to 8.9 cm from the connector pin at the proximal region.

Event description:
This report is to advise of an event observed during analysis.